Event description:
It was reported to philips that the wireless footswitch was working intermittently, which would cause intermittent imaging issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the procedure completed by reseating the footswitch. Philips was notified that the wireless foot switch was not working sporadically. The philips field service engineer (fse) investigated the system on-site and was unable to duplicate the claimed fault, indicating that the system was operational. Fse performed a thorough diagnosis and reconnected the footswitch to resolve the issue temporarily. The same problem reoccurred after a month, therefore fse replaced the wireless footswitch and base station to address the issue. After that, the system was restored to proper working order. The codes were updated based on the investigation outcome.